Manufacturer narrative:
The customer complaint was confirmed: "the serial number label and identification sticker were removed." A new serial number label was printed. Additionally, when the pump was turned on, the alarm sounded: "replace batteries, replace pump." Codes n56 and n58 appeared in the event logs. The battery was replaced and installed. After replacing the battery and pressing the function button, the alarm stopped, and the pump passed all pvt tests. The probable cause of the alarm was a faulty battery.

Event description:
The event occurred on an unspecified date involving a plum 360 infusion pump. It was reported that the inscription with the serial number and the identification sticker were deleted. It was unknown if there was patient involvement or patient harm.